Event description:
Did a total hip case today with the surgeon and during the case a matta im canal finder broke off in the patients femoral canal. After an hour and a half, we got the broken instrument out of the patients femoral canal. Was surgery delayed due to the reported event? Yes. If yes, number of minutes: an hour and a half.